Event description:
It was reported the patient received the following results within 15 minutes: 140 mg/dl (patient's meter) and 400 mg/dl (pharmacy meter). The patient experienced symptoms of vomiting, thirst, and frequent urination. The patient's mother helped treat her with water and 15 i.u. Of novorapid insulin. The patient's doctor adjusted her meal plan and insulin doses. The patient was not admitted into a medical facility.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.